Manufacturer narrative:
One device was returned for evaluation. The device was evaluated and found to be within specification. Also, the handpieces used with this device were evaluated and also found to be within specification.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a midwest carbide dental bur walked out of a handpiece during use; no injury resulted.